Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the batteries were not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging may be attributed, but not limited, to a faulty integrated circuit, a soldering defect, and/or an improper weld. A possible root cause of the reported red light when connected to the battery charger can be attributed to a charge time-out of eight (8) hours or a battery that is out of calibration due to a high max error. D1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to provide power to a test controller; however, it was able to charge on a test battery charger. Further testing revealed an enabled safety flag and abnormal values in the battery configuration parameters, which is indicative of a fault in the main integrated circuit that controls the battery. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to due to disabled charge and discharge field-effect transistors (fets), as well as multiple enabled safety flags. This observation is indicative of a fault of the integrated circuit (ic) that controls the battery. The battery charger status indicator will flash red after eight hours due to a charge time-out. An attempt to reset the main integrated circuit was able to reestablish the battery's functional ity. As a result, the reported not charging and flashing red on the battery charger event was confirmed for (B)(6) , however, it could not be confirmed for (B)(6). Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the re ported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: (B)(6) d9: yes, return date: 10-may-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were displaying a red indicator light on the battery charger and would not charge. The batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2021, serial #: (B)(4), UDI #: (B)(4), mfg date: 22-dec- 2020, (B)(4), FDA conclusion code(s): investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.